Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: the client reports that the balloon burst. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No additional information available at this time.